Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory for evaluation on 01sep2020. An investigation was conducted on 11sep2020. There were signs of clinical use on the jaws. Blood and heavily charred tissue was observed on the heater wire. There were specks of blood observed on the harvesting handle. The jaws of the device appeared burned. The heater wire was observed to be flexed away from the hot jaw, remaining attached at the base and the tip of the jaw. No visual defects were observed. The silicone insulation on the cold jaw and hot jaw were observed to be intact with no defects. The jaws were cleaned of debris and char gently with saline and gauze pad as indicated in the instructions for use. A temperature and resistance test was conducted to evaluate the device function based on the reported failure "material twisted/bent; wire". The resistance value was measured at 0.672 ohms which is within hemopro 2 final test specification. The device passed the temperature measurement test. The displayed temperature increased and turned ¿green¿ within the 2 second specified timeframe. The displayed temperature decreased once the toggle swivel was released. Based on the returned condition of the device and the evaluation results, the reported failures "material twisted/bent", "thermal decomposition of device" were confirmed. The reported failure "peeled; jaw" was not confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2. During the use of the hemopro 2 while harvesting branches, there was excessive charring of the cautery tip and the cautery wires began to delaminate from the jaws. Generator was set on 3 and there wasn't any reason clinically why this should have happened according to the pa harvester. A second evh kit was opened and the case was finished without incident. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2. During the use of the hemopro 2 while harvesting branches, there was excessive charring of the cautery tip and the cautery wires began to delaminate from the jaws. Generator was set on 3 and there wasn't any reason clinically why this should have happened according to the pa harvester. A second evh kit was opened and the case was finished without incident.. The hospital did not report any patient effects.